Event description:
Pulse oximeter sensor failed to cause an alarm condition on the philips mms module. Patient monitor did alarm for low blood pressure (nibp), causing the nursing staff to respond. Staff stated spo2 alarm was not going off even with levels below the set alarm levels. Unit was report to clinical engineering (ce) as "not sure if oxygen saturation working rite" unit was addressed in the critical care unit on (B) (6) and taken to the ce lab for testing on 12/28/2010 and again on 01/04/2011. Ce biomed reoported " found no problems with the spo2. All other functions ok."